Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the had warped screen and ring was clear. The customer stated that the insulin pump had crack on back side and had rainbow effect on corners. Insulin pump rewound was louder, clock was lags. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomalies noted. Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. Rewind functioned properly and no loud motor noise noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. No crack on the back of the insulin pump noted during physical inspection. (B)(4).